Event description:
The account stated that the axsym analyzer is generating discrepant toxoplasmosis igg results on a patient sample. The initial result was reactive (3.4 iu/ml) and the retest result was non-reactive (0 iu/ml). There was no impact to patient management reported.

Manufacturer narrative:
The axsym analyzer, generated a discrepant toxoplasmosis (toxo) igg patient result in 2009. One patient sample generated an initial toxo igg result of 3.4 iu/ml, and a repeat toxo igg result of 0 iu/ml. The discrepant result was not reported outside of the laboratory, and it did not adversely affect patient management. The sampling probe had been in use since approximately 02/12/2008, and the date of installation of the processing probe was not known. The customer replaced the sampling and processing probe to resolve the discrepant results issue. The axsym system operation manual contains adequate information on the probable causes and corrective actions for discrepant results. The probable causes include incorrect positioning of the probes and dirty or damaged probes. The most probable cause of the inconsistent toxo igg patient result was the use of misaligned/dirty/damaged sampling and processing probes. The actual cause of the suspect toxo igg patient result could not be determined with the information available.the toxo igg package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The insert notes it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal axsym performance. The abbott metric reports for the axsym analyzer did not identify any adverse trends due to toxo igg assay inconsistent results generation, or adverse trends due to any axsym probe issues. Based on the available information and this investigation, no deficiency was identified for the axsym probe list no. 09a59-01 related to the issue under investigation. This is the final report.